Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital .

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was severely stenosed and the balloon ruptured after being inflated once for few seconds.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the lesion was severely stenosed and the balloon ruptured after being inflated once for few seconds.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR: charger 12.0 x80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 13mm distal of the proximal markerband and extending approximately 80mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per charger specification. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the iliac vein. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.